Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional physical investigation was not able to be performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that a patient had a pump replacement. Approximately two years ago, the patient had an underinfusion volume discrepancy with the expected volume being 6ml and the actual aspirated volume being 20ml. A dye study was later performed, which showed that the catheter was patent. Agent then stated that the patient's pump was turned off and the patient's physician filled the pump with saline until replacement.